Event description:
(B)(4). Event occurred in (B)(6). The patient reported that on the day of this report, the infusion set's tubing separated at the infusion set attachment. The issue occurred on the fourth day of use. It had happened around two weeks ago also. It came to notice after he woke up from sleep with high blood glucose level, which he treated right away. The site was upper buttocks and the pump was on the same side attached with the belt clips. The patient did not seem to have stressed or pulled the tubing and the pump was not dropped. No further information available.